Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 21 mmol/l (378 mg/dl) after approximately 24-36 hours of wear on the leg. The patient reported that insulin leakage was observed. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria.